Event description:
Additional information received identified the ipg was explanted and replaced with another model.

Manufacturer narrative:
(B)(4). Recall: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experiences pain at the ipg pocket due to the ipg moving in the pocket. Surgical intervention may be taken to address the issue.